Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: missing image due to a break in the charged couple device unit /electrical/electronic component problem and peeling off coating was due to degradation problem. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that there was a missing image due to a break in the charged couple device unit and the coating on the connecting tube had peeled off one square millimeter (1 mm2) or less were found. There was no patient involvement.